Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of efficacy in her right hand; she felt like she was going backward in symptom control since her left-side replacement. The pt was in hospital receiving medication for neuropathy in her hands. Her right side stimulator was interrogated and it was found to turned off. It was turned back on and was in an "ok' status. It was noted that the pt had undergone four ot/pt treatments while in hospital and also had an EKG. Further info is being requested from the hcp.